Event description:
No metal fragments noticed in uterus prior to procedure. After hologic myosure lite device was used, metal fragments from shaver noticed in uterus. Provider tried washing out with 0.9% normal saline.